Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when using the angulation knob to flex the distal end, the image cuts out on the bronchovideoscope. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, h2, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of no image is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.